Event description:
It was reported that on literature review "quadriceps tendon autograft for primary anterior cruciate ligament reconstruction show comparable clinical, functional, and patient-reported outcome measures, but lower donor-site morbidity compared with hamstring tendon autograft: a matched-pairs study with a mean follow-up of 6.5 years", 1 patient had osteochondrosis dissecans after an acl reconstruction procedure using an endobutton device. The event was treated with refixation of osteochondrosis dissecants and removal of tibial hardware. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Article: runer, a., suter, a., di sarsina, t. R., jucho, l., gföller, p., csapo, r., ... & fink, c. (2023). Quadriceps tendon autograft for primary anterior cruciate ligament reconstruction show comparable clinical, functional, and patient-reported outcome measures, but lower donor-site morbidity compared with hamstring tendon autograft: a matched-pairs study with a mean follow-up of 6.5¿ years. Journal of isakos, 8(2), 60-67. H10: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.